Manufacturer narrative:
B3: as no date range was provided, the date available online 5 june 2024 was entered as the date of event. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b20, c20, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. The corresponding author of the literature article was contacted for further information, but no information was provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: racyte a, arzola lh, wanhainen a, asciutto g, kuzniar m, mani k. Left subclavian artery bridging stent fracture after in-situ laser fenestration during emergent thoracic endovascular aortic repair. J vasc surg cases, innov tech. 2024;10(5):101550. Doi: 10.1016/j.jvscit.2024.101550. This is a case report of a 70-year-old man with no prior surgical history but active smoker, presented with chest pain, hoarseness and dry cough. Computed tomography (CT) angiography revealed a 13 cm thoracic aortic aneurysm (taa) extending proximally to the origin of the left subclavian artery (lsa). The patient had a bovine configuration with a type ii arch. The landing zone length between the left common carotid artery (lcca) and lsa was 13 mm measured on centerline and 18 mm on the outer, as well as 13 mm on the inner curvature. The left vertebral artery was chronically occluded. The patient was scheduled for an urgent tevar with in situ laser fenestration (islf) for the lsa and a chimney for the lcca. Zenith alpha tapered endograft (cook medical) and zenith alpha distal component (cook medical) were introduced through the right femoral access and deployed under caval occlusion. Caval occlusion was performed using coda balloon catheter (cook medical). It was inserted into the inferior caval vein through the femoral vein and inflated before deploying the stent graft. Caval occlusion was used to decrease aortic pressure and flow, which minimized the potential downstream shift of the stent graft. An 8-mm advanta v12 (atrium) was deployed in the lcca using the chimney graft technique. Subsequently, a steerable sheet (unknown manufacturer) was used to access the lsa, and an islf was performed with a 1.7-mm turbo-elite laser catheter (philips), with an 0.018 wire (unknown manufacturer) passing into the ascending aorta through the islf fenestration. The fenestration was ballooned up to 5 mm afterwards. After the creation of the islf, a 9-mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted in the lsa. Completion angiography revealed normal flow to the lsa and lcca, with complete endovascular exclusion of the taa without any visible signs of vbx stent compression or endoleaks. The patient was discharged after 7 days with single antiplatelet therapy (asa) and without any complications. The first follow-up CT angiography 2 months postoperatively showed a significant stenosis of the vbx stent. The patient was scheduled for a reintervention. Imaging at time of reintervention showed a fully fractured vbx stent. Successful cannulation of the lsa was performed through left brachial access, and the vbx stent was realigned with a 9-mm advanta v12. Completion angiography showed good flow to the lsa and no visible endoleaks. The patient had uneventful recoveries after both procedures, and no spinal cord protection measures were necessary. The patient underwent a follow-up CT scan 2 months after the reintervention and had a clinic visit a month later without any signs of restenosis.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other; h6 codes b20, c19, d1103, d15: product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Investigation conclusions: the reported failure modes, concerning stent graft fracture and stenosis observed following a tevar with in situ laser fenestration (islf), could not be independently confirmed following review of the clinical imaging provided within the literature article. Compression of the stent-graft, however, was identified that may be consistent with reported stenosis though a specific cause could not be confirmed with the available imaging. According to details presented in the article, the vbx device was implanted in the left subclavian artery (lsa) as a bridging stent component to a non-gore main body stent graft. The specific application described in the literature article is not an indicated use for the vbx device. Additionally, the authors acknowledge considerations inherent to this treatment application that may cause direct compression, including contact forces and increased mechanical stress at the interface of the fenestration and the bridging stent graft. Therefore, the cause of the stent-graft compression/collapse is consistent with the off-indication use described by the authors (i.e., device used in parallel grafting (i.e., snorkel/chimney technique)). The IFU provides warnings concerning use of the vbx device in procedures where the device is susceptible to significant external compression. Compressive forces caused by unintended device interactions may be consistent with additional complications, including potential fracture and stent graft stenosis; however, the reported failures could not be further assessed with the available imaging, and no serial number was provided for a review of production records in relation to a specific device. Therefore, a definitive cause of the reported stent fracture and stenosis could not be assigned with the available information. The corresponding author of the literature article was contacted for further information, but no information was provided. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿as with any balloon expandable stent, use of the gore® viabahn® vbx balloon expandable endoprosthesis in anatomy and procedures where the device is susceptible to severe external compression may result in permanent compression of the device. This can cause partial or complete device occlusion which may result in ischemia and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention.¿